Manufacturer narrative:
The date of this submission is 05-aug-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, consumer started using reach johnson and johnson floss, mint waxed (route: dental, lot number 0294d, frequency and expiration date unspecified) for general oral hygiene. After an unspecified duration, while the consumer was trying to cut the floss, the silver metal cutter broke off entirely from the container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 29-jul-2014. The returned sample received on 25-jun-2014 was opened and used. The sample was evaluated on 07-jul -2014. The field sample failed to meet specification by appearance evaluation since the insert with the cutter part broke off. The lot number was identified. The review of the device history records, retain sample evaluation, manufacturing related issue and trend analysis did not indicate that the product failed to meet specification. Based on the information available, the device was used as intended for treatment. The complaint category evaluated were closed with a disposition of confirmed. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, consumer started using reach johnson and johnson floss, mint waxed (route: dental, lot number 0294d, frequency and expiration date unspecified) for general oral hygiene. After an unspecified duration, while the consumer was trying to cut the floss, the silver metal cutter broke off entirely from the container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2014. This closes out this report unless other additional significant information is received.